Manufacturer narrative:
E1: patient city:(B)(6) patient country: (B)(6)

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that, the patient was hospitalized on 01-jan-2024 due to high blood glucose level for 3 days. The patient's blood glucose level at the time of hospitalization was over 600 mg/dl. The patient was treated with mannual injection and intravenous insulin drip.. The other events that occured at the time of hospitalization included headache and diarrhea. No further information available.